Event description:
A report was received that the patient had difficulty charging. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure as the patient did not want the device anymore. No malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging. The patient underwent an explant procedure.